Event description:
The customer reported there was a pinhole in the forceps channel of the subject device. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that black water was coming out of the forceps channel when the tip of the subject device was immersed in warm water during the field of view fogging inspection. This report is being submitted for the malfunction found during evaluation of the device (black water from the forceps channel). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the black water came out from the forceps channel due to inappropriate or inadequate reprocessing methods or handling. However, a definitive root cause could not be determined. The reported issue (pinhole in forceps channel) was confirmed and found to be due to external factors. It was observed there was a leakage from the forceps channel. In addition, service found the bending angle was out of specification due to wear of the angulation wire, there was play in the angulation knob due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the forceps stopper was scraped, there was water invasion on the electrical connector, and the seal on the scope connector came off. Scratches were observed on multiple components due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.